Event description:
An impella cp device was inserted into the left femoral artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes. The impella was inserted for ventricular support for an aortic valvuloplasty. During the procedure, the staff plugged the impella to the automated impella controller (aic) console, and an optical sensor failure message stated to unplug and replug the device. After doing this, the alarm messaged to switch the aic or continue without the optical sensor. A new aic was connected and functioned with no issues. No patient harm or therapy interruption was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4: updated lot number and UDI. D6a and d6b: updated implant and explant date.

Manufacturer narrative:
B5: added updated clinical review. D6a and d6b: omitted implant and explant date, this section does not apply to the controller. D4: updated serial number and UDI.

Event description:
An impella cp device was inserted into the left femoral artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes. The impella was inserted for ventricular support for an aortic valvuloplasty. During the procedure, the staff plugged the impella to the automated impella controller (aic) console, and an optical sensor failure message stated to unplug and replug the device. After doing this, the alarm messaged to switch the aic or continue without the optical sensor. A new aic was connected and functioned with no issues. The impella was successfully weaned the same day, and the post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B1: updated reportability. H1: updated reportability. Clinical review. The impella was successfully weaned the same day, and the post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.